Event description:
The patient reported that the pump has been losing 20 to 30 minutes "all the time" for the past year. There is no further information available at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicates a manual time change from 10:08 am to 10:31 am occurred on (B)(6) 2011. There were no alarms related to the complaint observed in the alarm history. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.